Event description:
It was reported that the patient had fallen shortly after implant and stated the leads had ¿come off of her spine.¿ it had worked fine prior to that. The patient went on to have a revision in (B)(6) 2002; details of the revision were not reported. A few weeks after the revision, the patient experienced shocking every time she turned stimulation on. If she didn¿t sit still or tried to move, it shocked the ¿wee wee¿ out of her. The patient had turned the device off at that time due to the shocking and the lack of insurance to fix the issue. If additional information is obtained, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3487a, lot# j0214133v, implanted: (B)(6) 2002, product type lead. Product ID 3487a, lot# j0214133v, implanted: (B)(6) 2002, product type lead. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type extension. Product ID 7434-e, serial# (B)(4), implanted: (B)(6) 2001, product type programmer, patient. (B)(4).